Manufacturer narrative:
Patient identifier of (B)(6) is related to model number: cv-190, serial number: (B)(6). Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii video system center was not detecting a connected 180 series scope. The issue was observed during the installation of a new device. The field service engineer onsite determined it was an out of box failure. No procedure or patient harm were associated with this event.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), & h6 (in error, type of investigation code ¿4114¿ was selected instead of ¿10¿ on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the out-of-box failure could not be identified. Olympus will continue to monitor field performance for this device.